Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a syringe barrel tip with the plunger stopper depressed in the barrel towards the tip. There appears to be a small amount of liquid still present between the plunger stopper and the syringe barrel. No liquid is present behind the plunger stopper in the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of leakage past stopper for lot #9029884 item #302832. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: bd defines leakage as liquid which escapes past the stopper ribs into the barrel. Based on the photo provided it cannot be determined if the liquid in the syringe has escaped past the stopper ribs into the barrel. Therefore, based on the photo provided the condition reported by the customer cannot be confirmed. Rationale: based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that three syringe 30ml ll s/c 56 experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage thru the stopper.